Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill bound up causing metal shards.

Manufacturer narrative:
Examination of the returned devices was unable to confirm the reported event of functionality concerns with the tibial drill and drill tower. Functional testing of the returned devices found the tibial drill passes through the drill tower as intended without restrictions. A complaint database search on the provided product codes identified similar reports which when confirmed were attributed to suspected misapplication and or misuse of the devices. The investigation could not verify or identify any product contribution to the reported event with the information provided as the returned devices functioned as intended. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.